Manufacturer narrative:
Device investigation narrative - an evaluation was performed by the supplier and could confirm the customer complaint that they were unable to see through the scope. A visual inspection was performed and showed the scope to have distal tip and fiber damage. No manufacturing related defects were observed. No further investigation is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the videoarthorscope hd 4mm x 70 deg was all black and was unable to see through it. This occurred during the surgery. It is unknown if a backup device was available to complete the procedure. There were no delays or patient injuries reported.